Manufacturer narrative:
The issue was reported on the (B)(4) vmsr report, however based on a second review the complaint was determined not reportable

Event description:
The implant dropped from the implant driver.